Event description:
Patient asked if her boston scientific leads work with her new (B)(6) pacemaker. She stated "I feel pain in my heart periodically. Can you see if my pacemaker is working correctly?". This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: #mw5146383.